Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors, atrial and ventricular, were broken and that the atrial control knob was missing. It was noted that the atrial encoder nut was loose, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports were broken and that the knob was missing. The epg was returned for repair. There was no patient involvement.